Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, all the lights on the display started flashing on the cooler heater unit. The problem was not resolved by rebooting, so the perfusionist (ccp) was able to swap out with one of their other three units and finish the case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by video given to the field service representative (fsr). The fsr ran the cooler heater unit and could not duplicate the reported issue. Per technical support, the fsr checked and tightened fuse f1 clips and cleaned edge connectors of the computer board and reseated. The fsr completed a full inspection of the unit and ran in the pump room for over two hours without any issues. The unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.